Manufacturer narrative:
The company service representative examined the system and did not duplicate the problem reported. The phaco communication cable was re-seated. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. A review of service requests for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).

Event description:
The nurse reported a system message displayed during phaco. Multiple attempts were made for more information on the event and patient status with no response to date.